Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open gastrectomy procedure, the surgeon complaints the stapler damaged when they were stapling vessel, it was able to be fired, however an incomplete staple line distally occurred. To resolve the issue they then removed the original staple and re staple again the tissue with a new stapler in order to complete the case. There was no patient injury.